Event description:
According to the reporter: application of clip on major surrein vein, caused damage to a section of the vein. The procedure ended by using electrosurgical synthesis. No other complication have been reported.

Manufacturer narrative:
(B)(4).